Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 283 mg/dl. Reportedly, the customer did not know the cause of the elevated bg level. During a system check with tandem technical support (cts), the customer reported a "medium sized air bubble" in her tubing. Cts determined that the air bubble was actually a discoloration of the tubing as drops of insulin were visible and no movement was seen during the fill tubing step of priming. The customer delivered a bolus via the pump to stabilize impacted bg level.